Event description:
The customer reported that during the last two weeks of (B) (6) 2009 there had been a tube with a blown cuff where the pt required a non-routine replacement of the tube. The tube was discarded and the customer had no other details of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleged icons were missing from the display of the compact plus system. Caller reported that the customer discovered the alleged display issue when he called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and a replacement was sent.